Event description:
Information was received indicating that this syringe infusion pump stopped during infusion. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump had cracks in the right case and bottom case. It was also missing the bottom right foot. The device event log noted a motor rate error message was recorded. Functional tests included occlusion testing. The occlusion testing verified the field observation. It appeared that the pump had some wear related to its age. The worm coupling and the gear and motor mount were replaced as well as the cracked plunger case and bottom case. The pump then passes all functional and delivery tests. Based on the evidence, the complaint was confirmed. The root cause was normal wear from being in use for 8 years.